Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. When he pressed the up arrow button, the numbers kept scrolling up without stopping. Customer's blood glucose level was 300 m/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No expected battery out limit alarm noted. Unit received with missing end cap sticker. Unit received with minor scratches on lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.